Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
While requesting assistance with programming the insulin pump, customer sounded like he was experiencing a low blood glucose level. Medtronic helpline representative called paramedics to respond to the customer's home. Customer treated the low blood glucose level with ginger ale while paramedics were en route. Customer was treated by paramedics, but refused transportation to the hospital. Blood glucose level was 253 mg/dl at the time of the call. No further information was provided.